Event description:
It was reported that during the implant procedure, the helix could not be deployed even after many turns. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event. It was reported that the patient received several inappropriate shocks due to noise. The right ventricular (rv) lead displayed high short interval counts, increased impedance and the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2012: it was reported that during the implant procedure, the helix could not be deployed even after many turns. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4): no anomalies found. (B)(4): full lead.